Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The patient had a perforated heart. The injury was noticed when the patient's blood pressure dropped and was confirmed via an intracardiac echocardiogram. A pericardiocentesis was performed but at the time of the call the reporter did not know the amount of fluid that was removed. The patient was stable and as of the time of the call, no other medical intervention was necessary. The patient is under observation in the intensive care unit at the time of the call and they will be kept overnight for continued observation. The physician's opinion that the maneuvering of the ablation catheter is what may have caused the injury and not a malfunction of the ablation catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on (B)(6)2022. The patient outcome of the adverse event is fully recovered. The patient did require extended hospitalization because of the adverse event, he spent some time in intensive care unit for observation. A transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during afl line when trying to place catheters in place. An irrigated catheter was used in the event, the flow setting was kvo rate of 2ml. Correct catheter settings were selected on the generator. Force visualization features used were: graph, dashboard, vector, and visitag. No additional filter was used with the visitag. Force color option was used prospectively. Therefore, processed the "d10. Concomitant medical products and therapy dates", "h6. Health effect - impact code" and "b2. Is hospitalization initial/prolonged". In addition, the physician information was provided. Therefore updated section "e. Initial reporter". The investigation was completed on 10-mar-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30663868l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).